Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). As reported, the nosecone could not be opened could not cut. No injury to the patient. Investigation of the returned device on (B)(6) 2015 found clear polymer film wrapped around the cutter head assembly stem. Damage of a similar nature has been observed when the silverhawk distal tip assembly is advanced through the guide sheath while the cutter head is in the cutting orientation.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.